Manufacturer narrative:
New information received that the correct serial number is mk56139 which was previously reported as mke56139. The lead exhibited myopotentials over sensing and was capped and replaced on 30 july 2024. The patient information, facility and physician were reported.

Event description:
New information received that oversensing issue was due to myopotentials. On 30 july 2024, the atrial lead was capped and replaced with a new lead. The patient was stable throughout the procedure.

Event description:
It was reported, that the patient atrial lead exhibited oversensing. The lead was capped and replaced with a new lead. No patient symptoms were reported.